Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 34 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced pump stops, low speed, and pump power elevation events. Pump thrombosis was suspected. The patient's lactate dehydrogenase and plasma free hemoglobin levels were elevated. A review of the submitted system controller data log file confirmed the report of pump stops and low speed hazards, consistent with a potential issue with the percutaneous lead. These issues only appeared to be occurring while the pump was connected to the power module. The patient received a pump exchange on (B)(6) 2015 for suspected pump thrombosis.

Manufacturer narrative:
Additional information: the explanted pump was returned for analysis. Examination of the rotor upon disassembly of the pump revealed a thrombus formation surrounding the bearing ball. A piece of this formation appeared to have broken loose from the primary ring during the disassembly process. The concentric layering and slight denaturation of this formation indicate that it likely developed over an undetermined amount of time while the pump was operating. In addition, a large deposition was observed surrounding the bearing ball within the proximal side of the outlet stator. The thrombus lacked laminated layering indicating that it did not initially form in the outlet stator. The origin of this deposition could not be determined; however, its areas of denaturation, as well as the contact marks at the distal end of the rotor, suggest that it was present in the pump while it was operating. Although a specific cause for the development of the observed depositions could not conclusively be determined through this evaluation, the thrombus formations could have contributed to the reported increase in ldh values. The thrombi could have also created additional resistance on the spinning rotor, contributing to the reported elevations in pump power. A low speed hazard and subsequent pump stoppage were confirmed at the end of the submitted log file. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A full evaluation of the percutaneous lead could not be performed as the severed section of the lead was not returned; however, examination and electrical continuity testing of the wires extending from the pump housing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.